Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging the pump lost its time/date settings with battery change on (B)(6) 2011. The reporter claimed as a result of the incorrect date/time, the patient was getting the incorrect basal rate and I:c ratio. On the evening of (B)(6) 2011, the patient's mother reported that the patient obtained a blood glucose reading of "465 mg/dl". The reporter denied that the patient developed symptoms of nausea, vomiting or shortness of breath; however, claimed the patient tested positive for ketones. There was no mention of medical treatment. The patient's mother stated that the patient's blood glucose was "159 mg/dl" when tested the following day. At the time of troubleshooting, the patient's mother reported that the pump's date and time settings were corrected after the battery change; however, at the time of the call, the customer service representative (csr) noted that the pump was set to the incorrect date when reviewing the settings with the reporter. The patient's mother corrected the pump's date and time at the time of the call. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia after the alleged issue started.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was tested on a 29 hour flow test and was found to be delivering accurately. When the battery was removed and reinserted during the investigation, the date and time reset to the default setting. The pump insulin delivery history appeared to be incorrect due to the time and date defaulting after a battery change on (B)(6) 2011 at 12:40pm. Prior to the pump defaulting after a battery change on (B)(6) 2011, the pump's data history showed that the user manually changed the date and time on (B)(6) 2011 to (B)(6) 2011. No evidence of short battery life was observed or duplicated. The pump electrical current draws were tested and found to be within specification. During the investigation it was found that the internal battery component (bt1) was leaking and unable to hold a charge. This is not a reportable malfunction because the user must confirm the date and time on the "verify" screen every time the pump reboots. The user guides instruct the user to do this.